Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor's bladder had burst. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured from february 25, 2016 ¿ february 26, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.